Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a trellis device. The customer reports the distal balloon broke after about 1-2cc inflation. It was in the common femoral vein. There was no harm done, and they moved to a trellis 8 and continued the procedure with the larger system. It is reported the patient did very well.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.